Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Additionally, the battery gauge was observed to be fluctuating. Customer declined to perform additional troubleshooting. Customer's blood glucose level was approximately 86 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.